Event description:
It was reported that battery sn (B)(4) had low power readings. No adverse event reported.

Manufacturer narrative:
The reported complaint of "battery had low power readings" was confirmed. Battery sn (B)(4) marginally passed the power output test and had high internal impedance. No adverse event reported.